Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted capsular contracture is unable to be observed as it is a physiological complication. No additional observations noted.